Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain on the left side ear. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on march 10, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on april 21 2022.